Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as (B)(6)). Correction made to a2: age at time of event: 65 years (previously submitted as ni). H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unintended free flow of fluid through a peritoneal dialysis (pd) transfer set with the clamp closed. This issue was observed during pd therapy. To resolve the issue, the transfer set was replaced and the patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.